Event description:
Biomed requested assistance deciphering pca pump event log. Reportedly, pca fentanyl was not ordered correctly from pharmacy, and customer requested the event log review to identify what was programmed and given via pump. No device malfunction was alleged by the customer. The customer reported that the pt was "a little bit oversedated or sleepy, but no other adverse effects", and they just wanted the log review to verify what the pt received and compare it to the md order. No medical intervention was required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's request for a log review to determine how the device was programmed was completed. The log shows that the pca module was initially programmed on (B)(6) 2012 at 2:58 pm, using the critical care profile. The module was programmed to run a pca dose + continuous infusion of drug ID 105, determined to be fentanyl opioid tolerant pt, 550 mcg in 55 ml. Several syringe changes and one infusion parameter (infusion mode change to pca dose only) were made over the following 2 days, and on (B)(6) the system was powered off. Approximately 20 minutes later the device was powered back on, and the user selected the same pt, but new profile (med/surg/ob). Drug ID 70, determined to be fentanyl. Standard pca dosing 550 mcg in 55 ml was then selected for pca dose only which then infused for approximately 40 minutes when the system was again powered off. The device was quickly powered back on, and drug ID 73, determined to be fentanyl z. Custom pca dosing 550 mcg in 55 ml was selected, and programmed for pca dose + continuous. Over the next approximately 34 hrs several syringe changes and a change in the infusion mode to pca dose only were made, until the device was then powered down at 3:11 pm on apr 16th and not used again, consistent with the date the customer reported that the infusion was stopped. No product malfunction was alleged by the customer; only a review of the pcu event log was performed at the customer's request so they could determine what the pt received and compare programming to the md order.